Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately four (4) months ago. Subsequently, the patient underwent a revision surgery due to the bearing and humeral tray to disassociate, causing the glenosphere to dislocate from the bearing. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031427,cr vivacit-e 40mm brng std; lot#: 66874225. Item#: 110031405, mini tray std cocr +6 offset; lot#: 66963307. G2: foreign: australia h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, product was requested from the hospital but not returned. H6: component codes: mechanical (g04) - head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h10, h11. Corrected data: d4 (UDI #), h4. D10: concomitant medical products item name: comp aug mini bsplt w tpr sm; item 110032410; lot 66874277. Visual examination of the provided pictures identified a glenosphere, taper, tray, and bearing after explanation. The part and lot information etched on the bearing and glenosphere match the reported part and lot numbers. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of complaint history identified additional similar complaints for the reported items and no additional related complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three months post-implantation. Subsequently, the patient underwent a revision surgery due to dislocation and disassociation of the glenosphere and taper adapter from the glenoid baseplate. No further event information is available at the time of this report.